Event description:
A nurse from canada called on behalf of the customer. The customer's blood test was taken on the contour usb and the reading was 5.3mmol/l. He was then retested with the hospital meter and the reading was 3.1mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Only the initial reporter's first name was provided.